Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not working. Customer's blood glucose value was 142 mg/dl. Customer can hear a fluid like sound inside the insulin pump and could not pinpoint the specific location within the insulin pump. The customer reported that the insulin pump was exposed to moisture when went for swimming. The customer was advised to revert to back up plan. The insulin will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.